Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a splenic artery aneurysm, the physician was trying to remove an undeployed .018" via bahn and felt resistance, and the patient experienced pain. He applied nitro paste and carefully removed the entire system (sheath, via bahn and .018" wire). The sheath was visibly kinked. Hemostasis was achieved with the tr band. There was no surgical intervention required. The patient was stable. The treatment of splenic artery aneurysm procedure outcome was unsuccessful, however was not related to the sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One r2p slender guiding sheath was returned for product evaluation. The returned product included the sheath. The sample was subjected to visual analysis. There was 42.3cm of a via bahn sticking out from the r2p sheath and 139.6cm guidewire was sticking out from the proximal end of the via bahn. 18.2cm of guidewire was sticking out from the r2p sheath tip. There was compression from 5.9cm to 7.6cm, 19.7cm to 33.6cm, 37.8cm to 38.1cm, 42.5cm to 42.7cm, 53.1cm to 53.4cm, 55.7cm to 56.2cm, 58.0cm to 58.5cm, 60.7cm to 61.0cm, 63.2cm to 65.8cm. A kink was also found on the sheath 65.0cm. Swage band on the r2p hub was properly placed and there was no damage to the sheath tip. The complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be determined. The likely root cause is the r2p sheath faced resistance during insertion or tracking to the target anatomy. Review of the DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).